Manufacturer narrative:
(B)(4). Concomitant medical products: biomet tibial locking bar catalog # 141205 lot # 602670. Vngd cr tib brg 10x71/75 catalog # 183440 lot # 229640. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2022-00085.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to fractured locking bar. Prior to surgery x-ray showed dislodged locking bar. No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.